Event description:
An endurant stent graft system was implanted in a pt for the semi-emergent endovascular treatment of a 7 cm abdominal aortic aneurysm. Vessels were non-tortuous and mildly calcified. It was reported that the final angiogram revealed an unk type of endoleak, described as a blush, was seen from the stent graft at the site of the graft bifurcation (bifurcation marker). A type I endoleak from the top, bottom and gate junction was ruled out through various placements of the angiographic catheter. The physician modeled the stent graft with a balloon in at all sites; however, modeling did not reduce the endoleak. No further intervention was performed. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (cause of event is unk).